Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq pump under infused. During infusion of an unspecified medicated solution, the volume inside the bottle did not change. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-03467. All information can be found under manufacturer report number 1416980-2024-03467. Should additional relevant information become available, a supplemental report will be submitted.